Event description:
The customer contact reported a missing component. It was reported, prior to patient use, the nurse technician in ICU removed the tubing set from the packaging and noted the distal portion of the set was missing. The tubing set was replaced and the therapy resumed. There were no reported adverse patient effects and no reported delay of therapy critical to a patient. No medical interventions were reported. The reported event of a missing component is not a reportable event; however during verification testing one opened primary tubing set was received and investigated. Visual inspection found that the 6 inch tail of the tubing set was not attached. This was due to lack of solvent sealer on the tubing.

Manufacturer narrative:
One opened primary tubing set was received and investigated. Visual inspection found that the 6 inch tail of the tubing set was not attached. This was due to lack of solvent sealer on the tubing. A probable cause could be related to the operator not following the procedure for the assembly of the 6 inch tail onto the tubing set. The catalog number provided is the international list number that was involved in the reported event. The domestic list number has a common device name of (B)(4) and has a 510k of k982159. This report represents all the information known by the reporter upon query by hospira personnel.